Manufacturer narrative:
On the day of the event the analyzer had several alarms, including abnormal temperature alarms. Some results on the day of the event were accompanied by data flags.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer alleged a discrepant result on one patient sample tested with the elecsys insulin assay on a cobas e411 rack analyzer. The initial insulin was 0.200 uiu/ml with a data flag. The result was released outside the laboratory. During the day the customer experienced several instrument alarms for abnormal temperatures and absorbance issues. Based on this, they decided to rerun some samples. Approximately three hours after the initial test, insulin was rerun on the same tube with a result of 9.75 uiu/ml. The laboratory was then trying to contact the customer with the correct result. There was no allegation of an adverse event. Calibration data from (B)(6) 2017 were within expectations. The insulin reagent lot was 157805 with an expiration date of 10/2017.

Manufacturer narrative:
The customer ran the tests in 13x75 mm tubes but did not use the rack adapters recommended for 13 mm diameter tubes. Calibration on (B)(6) 2017 met expectations. The field service representative checked the analyzer, made adjustments, performed liquid flow cleaning, and ran calibration and controls for all tests on the analyzer. Samples were re-run. Precision was good after the adjustments were made. Additional data were requested for the investigation but not provided. The most likely root cause was failure to use the recommended rack adapters. Other possible causes include: preanalytical issues, or foam or bubbles on reagent surface(s).